Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the pusher assembly was kinked approximately 20.0 and 62.0 cm from the proximal end; the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the smart coil was able to be advanced out of its introducer sheath without an issue. Therefore, the root cause of this complaint could not be determined. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While a penumbra smart coil (smart coil) was being prepared for use in a coil embolization procedure, the coil was unable to advance out of its introducer sheath. The reported issue with the smart coil was found prior to its use; therefore, the smart coil was not used for the procedure. The procedure was completed using a new smart coil.